Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an electrode. The customer reports that she had an allergic skin reaction to the electrodes. The customer further reports she developed severe blisters and burn like sores. The electrodes were in use for 24 hours; she removed the electrodes and washed with soap and water. The customer reports she was prescribed bacitracin by her doctor and her condition has improved but has not fully healed yet.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.